Event description:
It was reported that the pt underwent a minimally invasive posterior spinal procedure. During the surgery, the tip of the tap splayed and broke off while being used. All pieces were removed from the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4): the driver was returned for eval. Macroscopic and optical exam of instrument confirms tip is cracked and splayed along the centerline; a portion of the tip is broken off and was not returned for analysis. Centerline crack is approx 9mm in length. Cracked tip is splayed outward. Cracked tap tip splay or trumpeting effect indicative of off-axis use of the tapping instrument with respect to guidewire. A review of the device history records did not identify any applicable nonconformance to specification.